Event description:
It was reported that the plunger in the bd solomed¿ syringe with needle broke during use. This occurred on (B)(4) separate occasions, while a (B)(4) syringe was not used due to a broken plunger in the packaging. The following information was provided by the initial reporter, translated from portuguese to english: "I bought 5 units of the 5ml syringe, where (B)(4) broke the plungers during applications, apart from the scare, damage, you still have the worst risk of contamination by changing the medication in the syringe. The fifth and last syringe I don't even expect to use, the plunger was already broken in the package." "Lot number 9325468. Catalog number 302631. 4 defective units was noticed during the use (these sample was discarded due to contamination) and 1 defective unit was noticed before the use (available to be collected). The plunger was not pre-activated when opened the package. The barrel was not noticed as cracked or smashed. The package was properly openned. There was no damage. There was exposure of blood in the skin. The drug used was dmae."

Manufacturer narrative:
H.6. Investigation summary bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: the image and description provided by the customer for the batch were evaluated and it is possible observe plunger activated at 1 occurrence. To other occurrence are necessary check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. A device history review was conducted for lot number 9325468 quality notification and maintenance analysis and the maintenance occurrence (B)(4) - não rejeita material defeituoso potentially related to the defect was observed. The image and description provided by the customer for the batch were evaluated and it is possible observe plunger activated at (B)(4) occurrence. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger molding causing the activation force low. A plunger activation force test at batch release was performed and no deviation were observed for the complaint batch. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger in the bd solomed¿ syringe with needle broke during use. This occurred on 4 separate occasions, while a 5th syringe was not used due to a broken plunger in the packaging. The following information was provided by the initial reporter, translated from portuguese to english: "I bought 5 units of the 5ml syringe, where 4 broke the plungers during applications, apart from the scare, damage, you still have the worst risk of contamination by changing the medication in the syringe. The fifth and last syringe I don't even expect to use, the plunger was already broken in the package." "Lot number 9325468. Catalog number 302631. 4 defective units was noticed during the use (these sample was discarded due to contamination) and 1 defective unit was noticed before the use (available to be collected). The plunger was not pre-activated when opened the package. The barrel was not noticed as cracked or smashed. The package was properly opened. There was no damage. There was exposure of blood in the skin. The drug used was dmae."